Event description:
On (B)(6) 2025, at (B)(6) hospital (B)(6) dr. (B)(6) performed an ercp(endoscopic retrograde cholangiopancreatography) using a disposable scope (single-use duodenoscope). In using the disposable scope, dr. (B)(6) perforated (B)(6) duodenum leaving a (to use the doctor's words) "shockingly" big hole in (B)(6) intestines. It was peculiar that dr. (B)(6) was unaware that he had perforated (B)(6) intestines. Even though (B)(6) complained of significant pain and discomfort in his intestinal area, the doctor shared that it was gas due to the procedure and discharged (B)(6) without further investigation. After going to other emergency rooms where it was discovered that (B)(6) intestine was perforated, (B)(6) returned more than 24 hours later (on (B)(6) to (B)(6) by ambulance and immediately had emergency surgery to repair the perforation. (B)(6) was hospitalized for 6 days and required a ng(nasogastric) tube , as well as tpn(total parenteral nutrition) (for nutrition), being discharged on (B)(6). Following this (B)(6) had significant pain and has experienced difficulty eating, digesting food and vomiting.